Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer did not feel well. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp) in the emergency room and obtained a blood glucose reading of 600 mg/dl on the hcp meter when compared to sensor scan result of 40 mg/dl. The customer received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 40 mg/dl was compared to an hcp meter result of 600 mg/dl. It is unknown how long the customer was wearing the adc device when the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer did not feel well. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp) in the emergency room and obtained a blood glucose reading of 600 mg/dl on the hcp meter when compared to sensor scan result of 40 mg/dl. The customer received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 40 mg/dl was compared to an hcp meter result of 600 mg/dl. It is unknown how long the customer was wearing the adc device when the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or on-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.